Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section and uterine dilation and curettage. Previously administered products included for prevent pregnancy: oral contraceptive nos in 2006 and depo-provera from 2000 to 2004. Concurrent conditions included overweight. Concomitant products included ibuprofen and paracetamol (tylenol). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced nausea ("nausea,"). In (B)(6) 2008, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain/pain lower pelvic region"). In 2009, the patient experienced dysmenorrhoea ("dysmennorhea (cramping), chronic"), back pain ("back pain") and pain in extremity ("legs pain") and was found to have weight increased ("weight gain"). In 2011, the patient experienced vaginal discharge ("vaginal discharge"). In 2013, the patient experienced libido decreased ("hormonal changes: low libido"). In 2014, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced fatigue ("fatigue"). In 2016, the patient was found to have weight decreased ("weight loss") and experienced dry skin ("patchy dry skin all over my body"). In 2017, the patient experienced headache ("headaches,"), bacterial vaginosis ("bacterial vaginosis") and migraine ("migraines"). In 2018, the patient experienced stress ("psychological or psychiatric problems condition: stress"). In (B)(6) 2019, the patient experienced tooth delamination ("dental problems: enamel loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding, pelvic pain, abdominal pain, dysmenorrhoea, back pain, vaginal discharge, vaginal infection, fatigue, alopecia, libido decreased, headache, nausea, weight increased, weight decreased, bladder disorder, urinary tract disorder, vaginal haemorrhage, bacterial vaginosis, stress, dry skin, migraine, tooth delamination and pain in extremity outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bacterial vaginosis, bladder disorder, dry skin, dysmenorrhoea, fatigue, headache, heavy menstrual bleeding, libido decreased, migraine, nausea, pain in extremity, pelvic pain, stress, tooth delamination, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff are you currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Imaging procedure - on (B)(6) 2008: essure confirmation test (unspecified) was conducted, however, no results were provided. Ultrasound pelvis - in (B)(6) 2008: total bilateral occlusion.; on (B)(6) 2021: 1. Findings compatible with an essure device on each side. 2. Normal-appearing uterus, endometrium and ovaries. Most recent follow-up information incorporated above includes: on 13-may-2021: medical record received. Reporters information and lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section and uterine dilation and curettage. Previously administered products included for prevent pregnancy: oral contraceptive nos in 2006 and depo-provera from 2000 to 2004. Concurrent conditions included overweight. Concomitant products included ibuprofen and paracetamol (tylenol). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced nausea ("nausea,"). In (B)(6) 2008, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain/pain lower pelvic region"). In 2009, the patient experienced dysmenorrhoea ("dysmennorhea (cramping), chronic"), back pain ("back pain") and pain in extremity ("legs pain") and was found to have weight increased ("weight gain"). In 2011, the patient experienced vaginal discharge ("vaginal discharge"). In 2013, the patient experienced libido decreased ("hormonal changes: low libido"). In 2014, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced fatigue ("fatigue"). In 2016, the patient was found to have weight decreased ("weight loss") and experienced dry skin ("patchy dry skin all over my body"). In 2017, the patient experienced headache ("headaches,"), bacterial vaginosis ("bacterial vaginosis") and migraine ("migraines"). In 2018, the patient experienced stress ("psychological or psychiatric problems condition: stress"). In (B)(6) 2019, the patient experienced tooth delamination ("dental problems: enamel loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding, pelvic pain, abdominal pain, dysmenorrhoea, back pain, vaginal discharge, vaginal infection, fatigue, alopecia, libido decreased, headache, nausea, weight increased, weight decreased, bladder disorder, urinary tract disorder, vaginal haemorrhage, bacterial vaginosis, stress, dry skin, migraine, tooth delamination and pain in extremity outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bacterial vaginosis, bladder disorder, dry skin, dysmenorrhoea, fatigue, headache, heavy menstrual bleeding, libido decreased, migraine, nausea, pain in extremity, pelvic pain, stress, tooth delamination, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff are currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Imaging procedure - on (B)(6) 2008: essure confirmation test (unspecified) was conducted, however, no results were provided. Ultrasound pelvis - in (B)(6) 2008: total bilateral occlusion.; on (B)(6) 2021: 1. Findings compatible with an essure device on each side. 2. Normal-appearing uterus, endometrium and ovaries.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-jun-2021: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section and uterine dilation and curettage. Previously administered products included for prevent pregnancy: oral contraceptive nos in 2006 and depo-provera from 2000 to 2004. Concurrent conditions included overweight. Concomitant products included ibuprofen and paracetamol (tylenol). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced nausea ("nausea,"). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In november 2008, the patient experienced pelvic pain ("pelvic pain/pain lower pelvic region"). In 2009, the patient experienced dysmenorrhoea ("dysmennorhea (cramping), chronic"), back pain ("back pain") and pain in extremity ("legs pain") and was found to have weight increased ("weight gain"). In 2011, the patient experienced vaginal discharge ("vaginal discharge"). In 2013, the patient experienced libido decreased ("hormonal changes: low libido"). In 2014, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced fatigue ("fatigue"). In 2016, the patient was found to have weight decreased ("weight loss") and experienced dry skin ("patchy dry skin all over my body"). In 2017, the patient experienced headache ("headaches,"), bacterial vaginosis ("bacterial vaginosis") and migraine ("migraines"). In 2018, the patient experienced stress ("psychological or psychiatric problems condition: stress"). In (B)(6) 2019, the patient experienced tooth delamination ("dental problems: enamel loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, abdominal pain, dysmenorrhoea, back pain, vaginal discharge, vaginal infection, fatigue, alopecia, libido decreased, headache, nausea, weight increased, weight decreased, bladder disorder, urinary tract disorder, vaginal haemorrhage, bacterial vaginosis, stress, dry skin, migraine, tooth delamination and pain in extremity outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bacterial vaginosis, bladder disorder, dry skin, dysmenorrhoea, fatigue, headache, libido decreased, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, stress, tooth delamination, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff are you currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Imaging procedure on (B)(6) 2008: essure confirmation test (unspecified) was conducted, however, no results were provided. Ultrasound pelvis in (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 26-feb-2020: fu2&fu3 proceed together: pfs received. New events abnormal bleeding (vaginal, menorrhagia), bacterial vaginosis, stress, patchy dry skin, migraines, dental problems: enamel loss, legs pain was added. Updated event hormonal changes to low libido. Lab data, historical drug, concomitant condition, concomitant drug, reporter, patient demographics was added. On 27-feb-2020: fu2&fu3 proceed together: mr received: concomitant condition, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.